Manufacturer narrative:
(B)(4)- damaged cartridge. The analysis results showed that the cs40g device was received in good visual condition and with one reload present. The reload was received void of staples, with the anvil and washer missing. It should be noted that to reload the device insert the new reload into the metal housing and snap into position. The tracks on each side of the reload should be used as guides to align the reload within the jaws of the instrument. When the reload is properly aligned, push the reload into the instrument until it is fully seated. Remove the staple retainer. Check that the reload is held firmly within the jaws. If the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference the instructions for use for additional information. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent. Additional information received: what was not communicated to me properly by the person who spoke to me said there were no consequences, however, I now know differently. I am organizing for the device to be picked up and shipped to the cg labs today. The procedure was an anterior resection - the device did not fire the staples, but did cut the bowel tissue. As this was a lap procedure the surgeon had to revert to a hartmann¿s open procedure rectify the problem.

Manufacturer narrative:
(B)(4). Additional information received: what is the current status of the patient? Patient is stable and well. What color cartridges were used? Just the green cartridge. Was the patient receiving radiation or chemotherapy? This information was not disclosed was the transection created using one or multiple firings of the device? 1 firing of the device. Were there any observed staple issues?(formation, missing, unformed)? There were no staples present. Were any of the forces higher or lower than expected (closing, firing, or opening)? No differences noted. The device was received with the anvil and the washer missing (see attached picture). Do you have any idea if this damage happened during surgery or did it happen post operatively? Do you know how this damage occurred? The staff were unable to recollect this information, although they think it was thrown away afterwards.

Event description:
It was reported that during an unknown procedure, "I was contacted by a nurse who left a message on my answer phone about a device misfiring. When I rang back they reported that stored where very busy and the person who called was unavailable. I will find out more information asap." It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.